Event description:
It was reported that revision surgery was reported due to loosening.

Manufacturer narrative:
As of today, the product was not returned for evaluation. Without the return of the actual product involved, our investigation of this report is inconclusive. If the product is returned in the future, this investigation will be reopened.